Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly as it sometimes it did not inflate the cylinders. A revision surgery was performed to explant and replace the pump component. No patient complications were reported.